Manufacturer narrative:
Updated health impact grid.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device screen is out of calibration and unable to calibrate. The device was in use at the time of the event; however, no patient or user health consequences or impact were reported.

Manufacturer narrative:
Updated reporting institution name.